Event description:
Sales rep reported 1/4 of two anchors shattered. Pieces successfully removed and repair was competed with 75% of anchors remaining in bone. There was no delay or patient injury to the shoulder arthroscopy. The patient had average bone quality.

Manufacturer narrative:
Device is not being returned for evaluation.